Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. The instructions for use contain the following information: with catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. It is unknown in this event if the use of the fogarty catheter was a contributing factor in the patient¿s clinical event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a (B)(6)-year-old woman underwent an axillobifemoral artery bypass using a bifurcated ring-supported dacron graft in 2004. Ten years later, a pulsatile mass was noted in the left flank. A thrombectomy with a fogarty 4fr thrombectomy catheter was performed for an acute graft occlusion. Eight months later, computed tomography revealed a pseudoaneurysm formation in the graft body. A surgical graft interposition was performed. The operative findings showed a transverse rupture of the graft just above the bifurcation. Histological findings revealed graft deterioration with filaments broken off from the graft. Graft deterioration and additional damage from the fogarty thrombectomy was considered a potential cause of the pseudoaneurysm. This information was obtained from journal of anesthesiology, 2016; 19(4):403-407.